Event description:
A malfunction alarm with code "malf 24" was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy. Technical support sent a replacement pump with updated software, and instructions were provided for putting the existing pump into storage mode and returning it. The customer acknowledged all guidance and confirmed understanding.